Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. The excessive charge time likely resulted from a spurious increase in battery resistance induced by lithium-severing,a known failure mode for 35 joule batteries. The device is associated with a formal investigation. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: model: esbf2814c103e, abdominal stent graft; implanted: (B)(6) 2017 , model: etlw1616c124e, abdominal stent graft; implanted: (B)(6)2017 model: etlw1616c156e, abdominal stent graft; implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called into technical services to inquire about why the patients implantable cardioverter defibrillator (ICD) suddenly and unexpectedly triggered recommended replacement time (rrt). Ahp indicated that at the last follow-up visit, approximately four months ago, the device indicated a remaining longevity of twenty months. Now the device has triggered rrt. The device was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.